Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the elective replacement indicator message appeared for the ipg. Troubleshooting was performed in which the app was updated, clearing the message and resolving the issue.